Event description:
The customer reports she purchased her pump on (B)(6) 2010 from a retail outlet. Customer reports she started to use the pump on (B)(6) 2010. She has used various pumps in the past without any problems. Customer is using this pump at its lowest levels, but claims the suction is too strong. The customer reports this caused purple bruises, open sores, cracked nipples, and tenderness. Customer has seen a lactation consultant this morning, who indicated the 24mm breastshield is the proper one. The customer's baby is a preemie, so she is only pumping, not nursing as well.

Manufacturer narrative:
The customer was provided a replacement pump, which the customer indicated is working satisfactorily. The original device was returned for evaluation/ investigation. A visual inspection was performed; no physical damage was noted. The vacuum levels and cycles per minute were tested. All except the minimum vacuum level setting were to specification. While the device was out of specification, no definitive conclusion as to the cause of the event can be made. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.